Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic colorectal procedure on unknown date between 2013 and 2014 and absorbable adhesion barrier was used to reduce postoperative adhesions. Following the procedure, the patient experienced some adverse events, but no adhesive bowel obstructions were observed. The doctor opined that absorbable adhesion barrier is valid and technically safe to use in colorectal surgery. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 11/18/2016. It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.